Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor did not read related instruments (error b30). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it could be confirmed that error code b30 (communication or transmission problem), occurred at the device inspection. However, since detail condition of the actual device could not be confirmed at the investigation, cause of occurrence could not be presumed. Olympus will continue to monitor field performance for this device.